Manufacturer narrative:
Complaint conclusion: the 8mm x 2cm x 80 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was inflated but it ruptured at 2atm (two atmospheres). Therefore, it was replaced another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 82202693 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8mm x 2cm x 80 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was inflated but it ruptured at 2 atmospheres (atm). Therefore, it was replaced another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The device will be returned for analysis.